Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net with episodes of non-sustained rv oversensing. The patient was in the hospital for breathing issues unrelated to the device. Review of the egm showed some far p oversensing. Programming changes were recommended.